Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was 254 mg/dl. The customer was assisted with troubleshooting. The customer stated that they saw a open book image on insulin pump display. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.